Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began to feel dizzy, weak, sweaty, and hungry. The patient¿s cgm was reading 300 mg/dl. No bg meter comparison value was taken. The patient self-treated with novolog insulin. At an unspecified time later, the patient lost consciousness and the patient¿s wife called 911. The reporter did not know if a bg meter reading was taken when ems arrived, but the patient was transported to the emergency room (ER). At the emergency room, the patient¿s bg meter reading was 30 mg/dl while the cgm was reading high mg/dl. The patient was treated with IV fluids and an IV antibiotic. The patient regained consciousness while at the hospital. He was discharged home after 24 hours. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.